Event description:
It was reported that the pt was in ICU; the nurse was removing the catheter, it was stated that felt no resistance but tip broke and stayed in patient. It was reported that the tip of the catheter detached from catheter during removal. Physician removed the tip the following morning at the bedside. Patient was discharged as of 2008 to nursing home.

Manufacturer narrative:
Device not returned.